Manufacturer narrative:
Investigation summary: investigation into this event showed that the customer is following proper procedures for slide handling and control fluid handling. However, the customer stores the electrolyte reference fluid frozen, rather than refrigerated as recommended by ocd. After recalibration of the k+ slides and replacement of the erf by properly stored fluid, qc results were acceptable. The root cause of the event is user error. The customer is not following ocd recommended protocol for storage and handling of the electrolyte reference fluid.

Event description:
A customer observed repeatable biased k+ results on the dt60 analyzer on a pt sample. The biased result was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.